Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was delivered to the operating room from the facility's shipping and receiving department, the customer noticed that the outer box was wet. They opened the packaging and then noticed the iab kit was also wet. There was no patient involvement or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The shelf carton was returned opened and unused. The bottom of the shelf carton was found dry. However the bottom of the carton was wrinkled and not smooth, which is evidence that the carton had moisture. The product tray and insertion kit were returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).